Manufacturer narrative:
H3: analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. No si gnificant anomaly was revealed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via a manufacturer¿s representative (rep): the cause of early battery depletion was not determined. Patient will be scheduled for replacement. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer¿s representative (rep) stated that the explanted dated was (B)(6) 2019 and the cause of the early battery depletion was not determined. The patient received a replacement and the device has been returned to manufacturer on (B)(6) 2019 with shipping/tracking #: (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via a manufacturer¿s representative (rep): the weight was unknown and can¿t be found. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient saw a por on their programmer about a month ago. The healthcare provider would clear the por, but when they started to program the implant the device would give the por again. It was reviewed that the implant was likely at eos, the battery was too low, and that was why it kept on resetting. The caller and the patient didn't know if they were running stimulation much higher and the previous implant lasted almost 5 years. The caller was alleging an issue with early battery depletion. The result of the call was reported to be implant replacement. No patient symptoms were reported. No further complications were reported.